Manufacturer narrative:
H6 - 86 exfoliation tests were conducted and material analysis was performed on the exfoliated particles. Exfoliation tests were performed on the returned handpiece and the handpiece was found to be within the specification. A few particles were recovered and analyzed for material composition. The particles were determined to be inorganic carbonates (calcium chloride with other trace elements including sodium chloride), cellulosic (cotton), and organic (proteins). Proper maintenance and cleaning of the handpiece would prevent many of these types of particles from occurring.

Event description:
Dr. Reportedly observed white flakes flowing from the irrigation line of the handpiece into the pt's eye during a phacoemulsification surgery. The balanced salt solution and the tubing set were replaced and the case was continued with the same handpiece without further incident. Dr. Requested that the handpiece be evaluated for foreign material in the irrigation line. There was no harm to the pt.